Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot# va1kl7q, implanted: (B)(6) 2017, product type: lead. All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence gastrointestinal/ pelvic floor. It was reported that the lead was extruding through the skin and the patient was prescribed antibiotics. There was an infection at the area of the lead. There was pain and erosion. Patient said about a week after implant they were in a lot of pain. Patient said they went to the doctor and that was when they knew it was infected. On (B)(6) they went to the on call doctor since their doctor was on a cruise. Patient said they went to the on call doctor and the lead was showing, patient said the wire was exposed. Patient said it never healed and had been infected since they got it. Patient said they had been on 3 different oral antibiotics. Patient said they saw their managing doctor and they told them that the device needs to come out in 7-10 days. Patient said they rescheduled the surgery for (B)(6) because that was when it was convenient for the rep. Patient asked why the rep needs to be there, and it was reviewed it was at the doctor¿s request/discretion. Patient said they saw the managing doctor yesterday. Patient the device did work for their problem. Patient said that had caused them a lot of stress. It was noted that the device was completely removed on (B)(6) 2017. There were no further complications reported.